Event description:
The reporter stated the surgeon removed a 13.2mm micl 13.2 implantable collamer lens from the vial and upon examination of the lens under the microscope, the surgeon noticed a "nick" on the lens. The lens was not loaded or used and there was no patient contact. The backup lens was implanted with no problem. The reporter stated the surgeon felt the lens was received damaged.

Manufacturer narrative:
Evaluation method: device history record review. Results: a review of the device history record was performed and nothing was found in the manufacturing process of this lens that was the root cause of the complaint. The lens was rehydrated in bss for re-measurement. The lens length was measured and the result of the measurement was compared against the original value and the lens was found to be in specification. Conclusions - (no conclusion can be drawn): based on the complaint history, work order search, device history record review and the evaluation of the returned product, a specific root cause of the event could not be determined. (B)(4).

Manufacturer narrative:
Results: visual inspection of the returned product found a piece of one haptic torn off and missing. The lens was returned in liquid. (B)(4).

Manufacturer narrative:
(B)(4) - no known impact or consequence to patient. Torn material. Device evaluated by manufacturer? No. Lens not returned. Evaluation method: work order search. Results: a lens work order search was performed and no similar complaints were found within the work order. Conclusions - (no conclusion can be drawn): based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4).